Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed a hematoma at the ipg site. The hematoma was removed and the patient was doing well. The patient continues to receive pain relief from the device and there have been no reports of further complications regarding this event.